Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized in (B)(6) 2015 with blood glucose of 20 mg/dl. Customer had diabetes ketoacidosis. Low blood glucose was due to not eating and working hard. Customer was also hospitalized on (B)(6) 2015 with blood glucose of 500 mg/dl. Customer was hospitalized for one month and one week. Customer was not sure what caused high blood glucose. Customer had symptoms of nausea, vomiting, excessive urination, difficulty breathing and abdominal pain. Customer was treated with IV drip and was wearing insulin pump at the time of hospitalization. Customer reported of having problems with infusion set. Customer declined checking for leaks or air bubbles in reservoir. Customer declined checking settings. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.